Event description:
Per pt, she primed tubing and when she pressed start, there was an error message powering off while in use. She changed batteries and attempted to start again and got the same message. No interruption of remodulin, pt has backup pump on hand. No changes in pulmonary symptoms. Dates of use: (B)(6)2014 to ongoing. Diagnosis or reason for use: pah.